Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that there were no other complaints for this po. No escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had a bent haptic. There was no reported patient contact, the issue was observed during handling prior to insertion. No additional information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 11/7/2022. Section h3: device evaluated by manufacturer¿ yes . Device evaluation: the complaint lens was received inside the complaint simplicity. Visual inspection under magnification was performed and the lens was observed to be stuck in the cartridge with the lead haptic not folded. The cartridge was disassembled, and the lens was removed revealing that the lens was in two pieces and one haptic was detached. The lens was cleaned and inspected, and haptic damage was observed on the tip of the detached haptic. The simplicity was disassembled and inspected, revealing no assembly issues. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.